Manufacturer narrative:
(B)(4). Advancing sds against resistance. The device was returned for evaluation. The reported stent movement was confirmed; the stent was returned dislodged off the balloon but located on the shaft and proximal portion of the balloon. Difficult to position/guiding catheter (guideliner) resistance could not be tested due to the returned device condition. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the xience v (3.5x15) stent delivery system (sds) to the heavily calcified coronary target lesion, resistance was encountered with the guideliner. The entire sds balloon was advanced out of the guideliner and into the vessel when the physician noticed that the stent was not on the balloon markers. The sds was removed with no resistance encountered. After removal, it was noted that the stent was moved a few millimeters from the balloon markers, but the stent did not dislodge from the sds and did not become flared. A xience v (3.0x12) was used to complete the procedure without further incident. A new guideliner was used with the 3.0x12 xience v. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.